Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm and perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display.

Event description:
It was reported that the insulin pump alarmed low battery for less than one week. The customer's blood glucose value was unknown. Troubleshooting was performed for low battery. The insulin pump will be returned for analysis.